Manufacturer narrative:
Results: eleven open 3ml packaged syringes were received by bd canaan. Seven syringes were confirmed to be from batch #7155764. Four syringes were confirmed to be from batch #7155775 and one syringe was confirmed to be from batch #7155759. The samples were visually inspected for stopper angularity. Some samples exhibited visible angularity of the stopper. The three syringes with the perceived stopper angularity had the angularity measured. All samples measured within the product specification. DHR review for batch 7155775 was performed with no quality notifications related to the complaint defect. The batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Quality has previously reviewed, evaluated and investigated this complaint. No further action is required at this time.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger of a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip is incorrectly aligned. When you pull back 1ml, half the plunger is above and half is below the 1ml mark. This was noticed while drawing medication and was not used on the patient. There was no report of exposure, injury or medical interventions.